Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device would no longer open after one hour of use while on pt tissue. The surgeon managed to remove the instrument by resecting the tissues that were between the jaws. There was no injury to the patient.